Manufacturer narrative:
Internal reference number: case (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a thr surgery performed on an unspecified date, the patient had a femoral stem loosening. A revision surgery was performed on (B)(6) 2023, in which the surgeon decided to change the stem and acetabular insert. The shell was well positioned and solidly fixed. The patient current health status is unknown. Further information is unavailable.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, information obtained from medwatch; therefore, supporting clinical documentation is not available. The clinical root cause of the reported femoral stem loosening and subsequent revision, cannot be determined with the limited information provided. The patient impact was the reported revision. No further clinical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.